Manufacturer narrative:
(B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was deployed, angiography was performed. It revealed that the left external iliac vein was penetrated via the left external iliac artery by a gore® dryseal flex introducer sheath (dsf1833/lot unknown). No blood leakage out of vessels was observed. No vital sign change was observed. A contralateral leg component ((B)(4)) was placed in the left external iliac artery to cover the tear of vessels. The patient tolerated the procedure. It was reported that the event occurred since the original vessel wall was weak.